Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarms and resumed insulin. Customer's blood glucose level was 161 mg/dl.